Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.